Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies were found. Review of the implants used identified a ps femoral component was used with a cr monoblock tibia. Per the device labeling and compatibility tables in the person primary system package insert (87-6204-055-23, rev. -), ps femoral components were not designed to be compatible with cr bearings. The root cause is attributed to the use of incompatible devices. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 42540000026, poly patella, lot # 6293592, 00588604314, tibial component, lot # 62622289. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00877, 3005751028 - 2019 - 00041.

Event description:
It was reported that approximately 7 months post implantation, the patient was experiencing numbness around the implant and unable to walk long distances. Attempts have been made and no further information has been provided.